Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the stapler was being fired on stomach tissue, it was the third firing from the atrum moving up toward the body of the stomach. The reload had the seam guard attached. The staple line was incomplete distally and was fixed inside the previous staple line giving it an extra row. They came out if a pointy "u' shape instead of a "b" shape. The staples pierced through the tissue and the seam guard however did not form. The next firing of the sleeve gastrectomy was done from a lower than normal point (half way up the previous staple line) to ensure the security of the previous firing to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.